Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states

Event description:
During the implant attempt, after placing the subject lead in the atrium, when checking a intracardiac echocardiography shown on a polygraph, noise was observed and p wave amplitude was not measureable. When the atrial lead was again measured with psa , p wave amplitude was below 0.5 mv and capture loss was observed at 3.0 v. All cables including alligator cables were changed, however, the situation was not improved. Another lead was implanted. Noise was first observed with the new atrial lead, however, it gradually disappeared after a short time. After confirming no anomaly in the new atrial lead measurement, the new atrial lead was fixed in the atrium. It should be noted that noise had been observed on a polygraph in the previous implantation procedure for another patient. As no anomaly was confirmed in psa measurement at that time, the lead which showed noises was decided to be remained in that case.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
During the implant attempt, after placing the subject lead in the atrium, when checking a intracardiac echocardiography shown on a polygraph, noise was observed and p wave amplitude was not measureable. When the atrial lead was again measured with psa , p wave amplitude was below 0.5 mv and capture loss was observed at 3.0 v. All cables including alligator cables were changed, however, the situation was not improved. Another lead was implanted. Noise was first observed with the new atrial lead, however, it gradually disappeared after a short time. After confirming no anomaly in the new atrial lead measurement, the new atrial lead was fixed in the atrium. It should be noted that noise had been observed on a polygraph in the previous implantation procedure for another patient. As no anomaly was confirmed in psa measurement at that time, the lead which showed noises was decided to be remained in that case.